Event description:
It was reported that a 32" (81 cm) appx 6.3 ml, 15 drop admin set w/0.2 micron filter, rotating luer w/filter cap, bag hanger allowed air in the line during patient use. It was reported that they are having significant issues with filtered secondary tubing for their chemotherapy administration. In addition, they have had an air proximal, filter on the set shown with fluid in the bag, drip chamber, and proximal tubing. Air bubbles were seen moving proximal in the line and thinks the air is being sucked into the filter. The set was used in oncology infusion with hazardous drugs. The closed system drug-transfer device (cstd) used was equashield. The set was primed according to instructions and the drip chamber was filled before the bubbles were noted. The tubing was back primed and able to finish the majority of the infusion without replacement. There was a patient involved, no patient harm/injury was reported and there was a delay in infusion to clear air.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.